Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery. The 2.5x28mm xience skypoint stent delivery system (sds) had resistance during advancement with a previously implanted stent in the obtuse marginal and a guideliner was used and reached the target lesion. However, the stent dislodged from the balloon and was left in the anatomy. Another balloon was used to crush the dislodged stent and another xience skypoint was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It was reported the stent delivery system (sds) had resistance during advancement with a previous implanted stent resulting in the reported difficulty to advance. In this case, it is likely that the manipulation of the sds during interaction with the previous implanted stent contributed to the reported dislodgement of the stent in the lesion. Additionally, it was reported that the dislodged stent was embedded in the patient's anatomy using a balloon catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling.